Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) replaced the power switch overlay to address the issue. The fse repaired the unit by replacing the overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit has (1105) alarm light emitting diode (led) failed error code. There was no patient involvement.